Event description:
The customer reported to olympus, the objective lens on the scope was broken. The issue was found during preparation for use for an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem, of broken objective lens, was confirmed. The device evaluation also found objective lens misalignment and foreign matter adhesion on the internal lens. In addition, the evaluation also found gold plating on outer tube was peeling and the light guide connector was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.